Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited migration. An x-ray was completed confirming the electrode to be bent. The device was reprogrammed from the secondary to the primary vector to mitigate the risk of oversensing. Electrode reposition will be determined at the next follow up. This electrode remains in service. No adverse patient effects were reported.